Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA alleging that his onetouch verio iq meter had a display issue. The following complaint was classified based on limited information obtained from customer service representative (csr) documentation, as patient was unwilling to speak to medical surveillance specialist, when follow up call was made. The patient could not confirm when the alleged meter issue had started, or how he manages his diabetes. The patient alleged that he attended the doctor¿s office, because he had a high blood sugar, as he was unable to test, due to not being able to obtain a blood glucose result. The patient did allege that he had received treatment, but there is no information regarding what the treatment was. During troubleshooting, the csr noted that it was not the first time the meter had been used, and there was no evidence of misuse of the product. This complaint is being reported because the patient reportedly required treatment, by a health care professional, whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.